Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this incident was possibly related to his surgical technique. The patient was discharged two days after the procedure. The coil wire and the polymer jacket of the returned guidewire were separated and the core wire was exposed at approximately 85mm from the distal end. At approximately 85mm through 95mm from the distal end, the coil wire was partially unraveled and partially tightened that can be typically seen in damages caused by accumulated rotational force. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is concluded that rotational force exceeding the product's design limit might be inadvertently given to the guidewire while the distal end of the guidewire had been trapped by the target lesion or the vessel causing the wire to be unraveled. The rotational force was thought to be applied continuously leading unraveled coils to break apart. There was no indication of product deficiency. Although the physician mentioned there was no fragment left in the anatomy, the polymer jacket was severely damaged and the possibly of the fragment being left in the anatomy could not be completely denied. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During pci for treating a heavily calcified cto lesion in the lad, an asahi guidewire was used in a retrograde approach but could not cross the lesion so the physician changed to the antegrade approach. When the physician advanced the guidewire in an attempt to cross the lesion, the guidewire got stuck with the catheter. Several other guidewires were used to cross the lesion. Finally a stent was embedded and the blood flow was restored. After the procedure, it was noted the polymer jacket of the asahi guidewire was partially peeled off. Reviewing by fluoroscopy and CT, there was no fragment left in the vessel. No additional intervention was taken against this malfunction. A stent was embedded, the blood flow was restored and the procedure was successfully completed.